Event description:
Caller reported experiencing a tandem mobi cartridge alarm, leading to a blood glucose level that was indicated as "high," specifically exceeding 500 mg/dl (27.7 mmol/l), although the exact value was not known. Customer managed the high blood glucose by administering a corrective injection and did not require assistance from any third party. Technical support confirmed the issue and arranged for the replacement of the pump, advising the caller on necessary steps to manage their pump and ensuring the customer understood that they would receive a pump with updated software.